Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off due to insufficient battery power. Reportedly, the customer did not have a power cable at the time to charge the pump. Customer had elevated blood glucose levels (355 mg/dl). Customer delivered an insulin injection to stabilize blood glucose levels.